Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1711010. Medical device expiration date: 2022-10-31. Device manufacture date: 2017-11-28. Medical device lot #: 1805002. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-04-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 needle eclipse s/t 30x1/2 rb each from lots 1711010 and 1805002 broke off while attempting the injection. The following information was provided by the initial reporter: "needles from kit 5 keep breaking and patient does not have many remaining. Also needle would not pierce her skin and would break."

Manufacturer narrative:
H6: investigation summary: bd analyzed ten retained samples from each batch reported for the reported failures. The reported issue was not confirmed upon inspection of the retained samples. Since the reported failure was not confirmed a root cause cannot be established. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 1 needle eclipse s/t 30x1/2 rb each from lots 1711010 and 1805002 broke off while attempting the injection. The following information was provided by the initial reporter: "needles from kit 5 keep breaking and patient does not have many remaining. Also needle would not pierce her skin and would break."